Manufacturer narrative:
Siemens' investigation showed that the treatment was delivered by a linac that had technical issues, causing several interruptions of the treatment in one single beam. In this case, the operator used in-session resumption to continue treatment, which resulted in overdose to the patient for multiple segments (2-6) of one imrt beam of a fractionated treatment having been delivered twice. Siemens has initiated a corrective action in the form of an update instruction (th001/15/s - rtt 4.3.1mr2 harmonization software update) that resolves this issue of wrong in-session resumption and was released for distribution to affected customers in july 2015.

Manufacturer narrative:
Siemens became aware of the reported event on (B)(6) 2015, and this MDR is being mailed on (B)(6) 2015. Investigation is on-going and a supplemental MDR will be submitted upon completion.

Event description:
Siemens was notified on (B)(6) 2015, that after an imrt treatment, mosaiq recorded 20mu too much for field no. 7. The dose recorded in mosaiq for field no 7 has been changed from 0, 34 to 0, 26 retroactively by the customer. Reportedly, multiple segments (2-6) of one imrt beam of a fractionated treatment had been delivered twice. This reported issue occured in (B)(6).